Event description:
It was reported that a home patient (hp) smelled an odor like plastic burning during therapy on the homechoice. The technical service representative arranged a swap of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Internal and external visual inspection was performed with no issues noted. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the event. The device passed the returned instrument testing evaluation (rite) electrical test. The pneumatic system was tested and it the pressures were correct and stable. Simulated therapy was performed and completed successfully. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified during evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.